Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and was beeping. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that insert battery did not display on screen after battery was removed. Customer stated that contacts on battery was not damage or missed. Customer stated battery compartment was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.